Event description:
On 9/11/95 at 8:15pm, a morphine sulfate drip was hung and infusion pump programmed to release 2cc per hour. At 8:20pm, the infusion pump alarmed and indicated "occlusion pt side." Upon inspection, the IV tubing and bottle was noted to be empty. It was discovered that the pt received 100cc of morphine sulfate over 5 to 6 minutes. The pt became hypotensive and required resuscitation with IV fluids, narcan and neo-syneprine. The pt immediately responded and became hemodynamically stable. The infusion pump was taken out of service for inspection.